Event description:
It was reported that the patient underwent examination under anesthesia with lysis of adhesions for her left knee.

Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates primary surgical technique was followed. Result reported from manipulation was a stable range of motion. No x-rays were received, but the manipulation report indicates a proper total knee replacement. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.